Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the reservoir lip ring had damaged. Customer's blood glucose level was 115 mg/dl at the time of the incident. Customer states the pump has physical damage. Customer stated the infusion set and reservoir did not show signs of damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.